Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
It was reported that the patient had the left cylinder of his spectra penile prosthesis removed and replaced with a smaller diameter cylinder due to pain. No add'l relation to this event.